Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. Customer¿s blood glucose levels was 532 mg/dl and 40 mg/dl at the time of incident and current blood glucose level was 165 mg/dl. Customer¿s different blood glucose levels were 20 mg/dl, 477 mg/dl, 555 mg/dl, 39 mg/dl, 734 mg/dl, 43 mg/dl, 48 mg/dl, 52 mg/dl, 44 mg/dl and 469 mg/dl. The customer provides details on symptoms related to the high blood glucose level and low blood glucose level episodes such as abdominal pain. Customer was treated with insulin pump, food and glucose tablet. Customer also reported that the insulin pump had received insulin flow blocked alarm. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode feature. Troubleshooting was declined for high blood glucose level as well as low blood glucose level and insulin flow blocked alarm. The insulin pump will not be returned for analysis.